Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer re-installed the lifeband and pressed re-start, but ua07 persisted. The customer thinks the autopulse platform may have been dropped. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell #2. The broken covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in december 2011 and is over 12 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed that the top cover, front enclosure, and battery compartment were damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a large crack (opening) on one of the edges of the top cover. In addition, the front enclosure was broken at several locations, including its screw fittings. Furthermore, the battery compartment was cracked and broken. These observed physical damages are characteristics of harsh impacts, attributed to user mishandling. The top cover, front enclosure, and battery compartment were all replaced during the previous service at zoll in (B)(6) 2023. The damaged parts need to be replaced again to address the observed physical damages. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell #2 was over-reporting, and it must be replaced to remedy the fault. The customer declined the service repair quote. Therefore, service was not performed, and the autopulse platform was labeled with "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).